Event description:
It was reported that stimulation was not working. That patient reportedly recharged often and had never had a problem with recharging or feeling stimulation. The patient noticed a couple days ago that he did not feel stimulation. It was stated that if the patient coughed, he felt stimulation. The patient saw a ¿code¿ that had a ¿call your doctor¿ icon that said ¿oor¿ (out of regulation). The patient then turned the device off and on a ¿couple times¿ and the oor was gone. The patient verified that the lightning bolt was present (patient programmer and recharger), but did not feel stimulation. The patient was on program d at 2.0 volts. The program was said to be set at 5.20 volts and the other was 3.0 volts. It was stated that the current setting would usually shock the patient, but he felt nothing. The implantable neurostimulator (ins) was 3/4 battery life, as well as the batteries in the recharger and patient programmer. There was no falls or trauma associated with the event. The patient had an injection in his back last friday and realized shortly thereafter that the stimulation was not working. It was later reported that the patient did not feel stimulation after having an epidural. The patient had an appointment scheduled for (B)(6) 2013 with his healthcare provider (hcp). The ins currently set on program d, at 4.5 and 4.2 volts. The patient normally had stimulation set to 2.7 and 3.1 volts. The patient switched to program a, at 2.8 and 2.6 volts. Stimulation was increased to 4 volts and stimulation was not felt. (B)(6) 2013 patltr (con): additional information received reported that the patient was still having concerns with his device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2013. A revision of the battery and possibly the leads was scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
Follow up information received reported that impedance ¿issues¿ were seen on electrodes #8-15 on their implantable neurostimulator (ins) and was to have their device system revised. It was noted that it was unclear if the issue was due to a connection problem or the lead component itself. The patient was waiting for insurance approval for the surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Follow up information received reported that impedance "issues" were seen on electrodes #8-15 on their implantable neurostimulator (ins) and was to have their device system revised. It was noted that it was unclear if the issue was due to a connection problem or the lead component itself. The patient was waiting for insurance approval for the surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type lead, product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type extension, product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type extension, product ID 37743, serial# (B)(4). Product type programmer, patient product ID 37752, serial# (B)(6) implanted. Product type recharger product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type lead. Due to imd,rf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their first ins failed after about three and a half years. The specific event date was unknown. It was noted that the patient was reporting a historical event about their previous ins and it was stated that they had the ins replaced. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.